Event description:
During an rf procedure, the device displayed a mismatch error message. The case was delayed 30 mins. Back up equipment was used to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.